Event description:
It was reported that the patient had two inappropriate shocks. The patient went to the emergency room and the device was reprogrammed. Later, there was another inappropriate shock. It was recommended that the patient have the device removed and replaced. There were no additional adverse patient effects.